Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The nc tenku dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(4). Although this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. This medwatch correspond to the device currently marketed for sale in the us. (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulty appears to be related to circumstances of the procedure.

Event description:
It was reported that the procedure was to treat a concentric de novo lesion in the distal right coronary artery with mild tortuosity, heavy calcification and 90% stenosis. A 3.5x8mm nc tenku rx balloon dilatation catheter (bdc) stylet/protective sheath was removed without resistance. The device was soaked prior to use and air aspiration was performed outside the anatomy. The tenku was advanced toward the target lesion. The tenku was inflated once up to 4 atmospheres for 3 seconds and the balloon ruptured. Reportedly contrast was escaping from the balloon under angiography. The tenku was removed and a non-abbott balloon was used to dilate the lesion. Ultimately a non-abbott stent was used to successfully treat the lesion. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.